Event description:
The company representative then returned for further troubleshooting and found that the physician had replaced the depleted 9 v battery with another depleted 9v battery so she placed a new 9v battery into the physician's wand and used it with her programming system. The wand was then able to communicate. The company representative then replaced the physician's white serial adapter with a black serial adapter. The company representative then used the wand and the serial adapter along with the physician's tablet to communicate with a demo generator. It was determined that the previous troubleshooting steps did not fully resolve the communication issues but after testing each component of the physician's programming system with a known good component the issues were identified and resolved. Since this troubleshooting was performed no other communication issues persisted with the physician's device. The white serial cable was then disposed of. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection no other relevant information was received to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2016 that the physician has tablet issues. The serial cable was swapped with a known good cable and the communication issues with the tablet persisted. The sales representative then used her own tablet with the physician¿s wand and serial cable and stated that the entire system functioned properly. Since this isolated the issue to the tablet it was believed that the usb port may be broken thus causing the programming issues. A hard reset was performed on the tablet however the problem still occurred. It was stated that no patient¿s therapy was affected. The serial cable was stated not to be loose in the port but through isolation of components the tablet was suspected to have the issue. The tablet has not been received for analysis to date.